Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient's right ventricular lead exhibited low sensing threshold and high capture threshold. Upon interrogation, the lead was noted to be dislodged. The lead impedance remained stable and there was no noise. The lead was explanted and replaced. The patient was stable.